Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The user's blood glucose level was 146 mg/dl. Reportedly, the user loaded a new cartridge, filled tubing to remove air bubbles, and resumed insulin delivery.